Event description:
Add'l info rec'd from MFR 3/29/01: fractured defib coil.

Event description:
Pt experienced a malfunction in ICD. The rv apical spring electrode did not work properly. Medtronics advised md to replace device.